Event description:
Patient was injected in the tip of her nose with radiesse dermal filler. Six days later, the tip of her nose was injected with restylane. Three days later the patient complained of bruising and throbbing on the nose. She was diagnosed with necrosis of the nose.

Manufacturer narrative:
Patient was prescribed augmentin 1000mg twice a day and bactroban ointment. The area has become pink and is healing. The use of radiesse dermal filler in nose is an off label use.